Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was undersensing with r waves decreasing over the past year, bipolar r waves were 2-4 mv and unipolar r waves 5mv. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.